Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No signs or symptoms were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. Other medications the patient was taking at time of the event were not available. Patient weight and medical history were asked and will not be made available. The date of the event was unknown. It was reported the hcp did a side port aspiration and could not aspirate. Surgery was planned to explore the issue but had not been scheduled. The patient was currently sick and could not currently have surgery. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was not resolved. Patient status at time of this report was alive - no injury. No further complications were reported.